Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gynecology. According to the reporter: the account was unsure if the tip of the needle was missing or if it was just bent back. There was no patient injury reported. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.